Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the safe lock adp luer lock connector disconnects during the patient's peritoneal dialysis (pd) treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient did not complete treatment. There were no symptoms, injury, adverse event, or medical intervention required as a result of the reported event. The sample was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d4 additional information: d10, h3 plant investigation: a companion sample was returned to the manufacturer for evaluation. The visual inspection was performed and the sample was found acceptable. A dimensional inspection was performed to actual sample using a digital caliper. The dimensional inspection was performed and the returned sample was found within acceptable results. In addition, a functional test was performed with the cycler machines and the sample functioned as intended with no apparent anomalies. The reported issue could not be confirmed. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.